Event description:
The customer obtained a false high troponin I result on a patient sample. The false high troponin I patient result was reported to the emergency department, however, the department was notified of the error before action was taken. Elevated results of this magnitude could initiate a cardiac catheteriziation. There was no report of patient harm as a result of this event.